Event description:
During troubleshooting of a check patient line that appeared on the homechoice(hc) while the home patient (hp) was connected, the caregiver (cg) stated they elected to only replace the cassette but not the supply bags. The technical service representative (tsr) advised the cg to not go further and that they must replace everything if they have an issue with the cassette or the bag. The cg would reset up again and would call back if any further issues. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a use error- reuse of a single use product was confirmed because a partial swap of supplies is a use error that can cause contamination; however, no root cause could be determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.